Event description:
Healthcare professional additionally reported granuloma.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable observe opening on the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed in the surface of the shell. Observed creases on the device. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red particle material on the shell, white encapsulation, fold creases and deformation. The patch information is not visible in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device has been explanted.